Event description:
Patient had breast augmentation approximately 9 years ago. The implants were placed in a submuscular position through an inframammary crease incision line. Patient noted over some period of time that the right breast was gradually getting smaller. She returned for removal of both implants without replacement.======================manufacturer response for saline breast implant, mcghan (allergan) style 68 (390-420) (per site reporter).======================company has file open for case and facilitating return.